Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d19, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device was fractured. Sem analysis identified the fracture surface features and mode are consistent with overload failure or low cycle fatigue culminating in overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: poland. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that the femoral impactor pad cracked during a knee arthroplasty. No adverse events were reported as a result of this malfunction.